Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that when any key on a pump keypad is selected, either "y" or "9" is entered. The customer stated that there was no patient involvement and that this device was most likely being used in the med/surg, ICU or nursing care area. No add'l info was provided.